Event description:
It was reported that, "on the patella clamp, the grooves that keep it completely locked are bent and won't let the device stay locked. This could be wear and tear."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.